Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately six years five months post filter deployment the filter perforated, including struts extending into the right iliopsoas muscle. The status of the patient is unknown.

Event description:
It was reported through the litigation process that approximately six years five months post filter deployment the filter perforated, including struts extending into the right iliopsoas muscle. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the multiple struts protruded into the iliopsoas muscle causing pain. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, patient presented with abdominal pain. Subsequent CT revealed the filter prongs extend beyond the lumen of the ivc. Re-evaluation of filter placement was suggested. The inferior prongs extend into the right iliopsoas muscle. The medial prominence extended below the level of the abdominal aorta. Two days later, patient presented with right flank pain in right sided abdomen. Subsequent CT revealed, ivc filter that was out of place. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for the alleged filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2011).